Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2016-00676. It was reported the patient underwent a surgical intervention to add an additional lead to cover her new pain on (B)(6) 2016. During the procedure, the doctor attempted with two new leads (different models) but could not implant either of them due to the patient moving on the operating table. As a result, the procedure was abandoned.